Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent removal of an unknown expert tibial nail (etn) due to an inequality of the tibia length. Originally, the patient had been implanted with nail and unknown screws several years prior on an unknown date. The patient consequence was it is not possible to extend the tibia so perhaps the femur will be extended. The surgeon commented that it was probably the old implantation which did not allow to remove the nail, the bone locked it on the locking holes. It is unknown if there was surgical delay. This report is for unknown screws. This is report 2 of 2 for (B)(4).